Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they still had back pain that had not noticeably decreased since the spinal cord stimulator(scs) therapy was turned on after implant date. Pt said the scs did help their leg pain; leg pain was almost completely gone, but their back pain was not helped much at all by the scs. Pt said when they stopped using pain medication, they could definitely feel their back pain still. Pt wanted a mdt rep. At the next appointment on monday to potentially reprogram the scs. The patient was redirected to their healthcare provider to further address the issue. Pt was also provided the number to nas. Pt said they had been told to wait 6-8 weeks after implant date to reprogram their scs. Redirected caller to patient's health care provider (hcp). Additional information was received from the patient. It was reported that pt called back and said that they would like to get their therapy reprogrammed to fine tune it. Pt said that they get relief in their legs from their therapy, but not their lower back. Pt said that they have tried all the different programs and went up and down in intensity. Pt said that they usually have the therapy set between 5.5-6 and they went down to 4 but that doesn't seem to give them relief for the lower back. Pt said this has been for the past 3-4 weeks. Pt also said within the past week, while lying down in bed they felt some tingling and they felt a shock in their leg. Pt said they had their wife get their controller and they turned down the stimulation and the shocking stopped. Patient services specialist (pss) redirected pt to hcp and sent email to medtronic reps for visibility.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.